Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Customer's blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.